Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported high purge pressure and purge system blocked alarms. The clinician also stated that there appears to be crystallization within the purge tubing. The clinician believes that purge tubing has not been changed for several weeks. The purge cassette was changed but purge pressures remained high, and alarms continued. It was further reported that the impella had saturated flows. Advised was given to replace the impella. There was no harm to the patient.

Manufacturer narrative:
The investigation for the reported high purge pressures, renal failure, pump stop, saturated flow, purge leak has been completed. The impella device nor data logs were returned for evaluation. As per clinical high purge pressure and saturated flows were observed to be chained events. Pump stop was followed subsequently which eventually led to acute renal failure due to prolonged hypotension. No purge leak was reported. The cause of the high purge pressure issue was not determined since product and data logs were not returned. The cause of the pump stop issue was not determined since product and data logs were not returned. The cause of the renal failure issue was not determined since product and data logs were not returned. The instructions for use states the following:¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ added- b1 selected adverse event, b2 selected requiring intervention; b5 event narrative; h6 clinical code 2041; impact code 4641, 4629; problem codes 1491, 1503 d4-updated model number. H6-remove 1250 from problem code.

Event description:
It was further reported that purge pressures remained high and continued with a subsequent pump stop. Patient sustained acute renal failure after prolonged hypotension due to previous pump stop. Patient was placed on continuous renal replacement therapy (crrt). No further details were provided.